Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump indicated that a temporary basal was programmed on (B)(6) 2015 from 04:53 to 06:11 and from 07:23 to 12:20. The pump was exercised for 24 hours at 2 units per hour and confirmed after completion that the pump total daily dose correctly reflected 48 units. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 47 mg/dl with severe dizziness related to inaccurate delivery. The pump was reviewed with the reporter and the reporter indicated that the basal history did not match the active basal rate program. This report is made based on the allegation that the patient experience hypoglycemia related to an inaccurate delivery issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.